Event description:
During implantation, the screw head broke off and the screw shaft still resides within the pt's maxilla. Doctor implant the screw into the pt's tooth root.

Manufacturer narrative:
Device is not available for eval. If further info is acquired that adds value to the content of this report and/or a conclusion can be drawn, a follow-up report will be sent.